Event description:
It was reported that the customer needed assistance adjusting the max bolus on the insulin pump. Customer stated that his blood glucose level was running high. Customer's blood glucose level was 450 mg/dl. Customer treated with a manual injection and the insulin pump. Customer declined to troubleshoot for high blood glucose levels. Customer stated that he felt the pump was working fine. Customer also contacted his health care professional and has an upcoming appointment. Customer felt like he was in a daze. Customer stated that he has a back-up plan. Customer was assisted with adjusting the max bolus. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.